Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they went to see their healthcare provider (hcp) on date of initial report who instructed the patient to call the manufacturing company to make an adjustment to programming. The following was reported: the patient was retaining too much urine and a bladder infection was reported. The patient went to the hcp about 15 minutes after going to the bathroom and they said they were still retaining too much urine; the patient thought they were doing well. The patient said they've had "a couple bladder infections since having the implant." During the call, the patient was able to use the patient programmer (pp) to verify stimulation was on; they noted stimulation was at 2.0v on program 3 and they couldn't feel stimulation. Stimulation was then increased to 2.5v which was comfortable. No further patient complications have been reported as a result of this event.